Event description:
A pt applied a previously used and re-frozen cold pack (this is a single use device) to his face following a tooth extraction and received a "burn" to his cheek according to his doctor. The pt was prescribed an oral antibiotic and stated that his swelling has resolved.

Manufacturer narrative:
The device was not returned for eval. The product's directions for use were not followed and the product was used incorrectly. The cold pack labeling includes the following statements: single use only. Warning: store and use at room temperature. Do not reuse. Reuse after freezing could result in frostbite. Caution: check patient and pack regularly during product use.